Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly or moisture damage was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a loose and flush drive support disk.

Event description:
It was reported that the customer had normal blood glucose levels of 98 mg/dl. The customer reported that the buttons of the insulin pump were unresponsive. The customer reported that the insulin pump was exposed to moisture. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).please refer to manufacturer's report no. 2032227-2014-51031 as it refers to the same event.